Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported "it was noted that the pt was bleeding from his pump pocket, sternum. The pt was treated with a transfusion of red blood cells (rbc) and medication; "8 - 16u". Inr 1.4, aptt 36sec, plt 78000/ul. It was also noted that the episode resulted in re-operation and that the cause of bleeding was related to the implant procedure."

Manufacturer narrative:
The device was not returned for evaluation. A correlation between the device and the reported pump pocket/sternal bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricle assist system. Following this event, no additional complaints related to bleeding have been reported. The patient remained ongoing on lvad support until it was exchanged for another manufacturer's device on (B)(6) 2014. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.